Event description:
Reporter stated the customer was hospitalized with hyperglycemia of up to 500 mg/dl due to air bubbles in the infusion set. The customer was positive for ketones before admission to the hospital. The customer did not attempt to remove the air bubbles from the system as she thought the infusion device would do this automatically. She was admitted to the hospital for 10 hours and received treatment based on "basal rate backing." She was educated again and has not had any further high blood glucose levels. The alleged product was discarded and is not available to return for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.